Event description:
While treating a pt with the model 3100a, the oscillator stopped with alarms activated, but was unable to re-start. The pt desaturated and had bradycandia, but was hand-ventilated then placed on another 3100a.